Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a patient with a gradient of 100 millimeters of mercury (mm/hg), the valve was placed in an appropriate position with a mean gradient of approximately 10 mm/hg and mild paravalvular leak (pvl) was reported. Several hours later, the patient began to decompensate. A chest tube was inserted for pleural effusions and the patient was drained. Per the physician, the valve did not cause the effusion. The patient was catheterized, and it was determined that the valve was functioning properly. The patient continued to decompensate throughout the night and developed suicide ventricle. The patient subsequently died. The cause of death was a hyperdynamic ventricle following valve implant.